Event description:
Need to add bone. Poor bone quality/quantity. At the time of the event or implant failure/removal: hypersensitivity. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)